Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through evaluation while attempting to load a set. This condition was determined to have been caused by a failed lower link switch. The lower auxiliary assembly was replaced.

Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported there was no patient injury.